Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power supply could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation found a faulty power supply causing no power. Additionally, the scope socket latch mechanism not protecting pins due to excessive stress, recommend replacing old version switch, the front panel is cracked, the external top cover has multiple deep scratches, bottom chassis deformed and olympus lamp needs replacement (lamp life read 6+ hours). Parts were replaced and the device passed all functional tests. Device was returned to asset stock.

Event description:
The asset evis exera iii xenon light source was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the unit was found to have a reportable power unit malfunction as the power supply was defecting attributing to no power. There was no patient involvement reported.